Event description:
It was reported that the shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, during insertion, the shaft broke while pushing into the patient's body. Both device pieces were removed, and the procedure was completed successfully with a new balloon. There were no patient complications nor injuries reported.